Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging adaptor was very hot while charging. The patient also states that there is a burnt smell around the adaptor.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the controller would get hot while charging and produced a burning smell. The controller was received with no evidence of thermal exposure. No damages were observed to the charging port. The charging cable and charging adapter were not returned with the controller. The controller was returned with a charge of 81%. The controller was plugged in using an insulet charging cable and adapter and allowed to charge to 95%. The controller was not found to get hot while charging and no smoke or burning smells were produced during charging. Inspection of the android log files downloaded from the controller found an instance where the controller battery exceeded the upper limit of the operating temperature while charging and got as hot as 43.5c. It could not be conclusively determined if this contributed to the reported heat felt while charging or the reported burning smell. The exact cause of the reported event could not be determined.